Event description:
The customer reported out of range normal control solution results with test strips, lot # 1k502a. She opened the bottle on 10/15/96 and performed a normal control solution test. The result was 112 mg/dl. Because this result was out of the normal control solution range, she immediately performed a second normal control solution test. The result was 111 mg/dl. The solution (lot #vk284: exp. 11/96) was opened for the first time on 10/15/96 and the customer shook it well before testing. The meter was set to the appropriate code for all tests. The desiccant is in the bottle of test strips. With the co rep, the customer performed another normal control solution test. The result was 120 mg/dl. A check strip test was also performed with the rep and the result was 78 versus a check strip range of 68-97. The customer stores the test strips in the bedroom. The customer has a second box of test strips, same lot #, which are reading out of the high end of the normal control solution range (specific results unk). The second box was opened approximately 2 weeks ago and the desiccant is in the bottom. The customer did not have the second box available to perform another control solution test.